Event description:
It was reported that a physician attempted arteriotomy closure of a moderately calcified common femoral artery (cfa) using a starclose se device after a percutaneous transluminal superficial femoral artery angioplasty procedure. Reportedly, the physician could not split the sheath until the end; resistance was felt while trying to advance the thumb advancer. The thumb advancer was retracted and the safety release slid prior to remove the device from the patient's groin. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects. The access site was described as moderately calcified. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the starclose se device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the exchange sheath was stretched beyond the distal tubeset during thumb advancement. This finding is consistent with and confirms the report of resistance felt during thumb advancement. Although it was reported the sheath could not be split until the end, the analysis showed that sheath slitting had been initiated and continued to approximately 1.5 cm proximal of the distal tip. The sheath was torn and started stretching at that point. This type of damage has been observed when resistance occurs during sheath slitting and thumb advancement, causing the sheath to stretch and overlap the distal end of the tubeset. This was evidenced by the vessel locators being bent and covered by the stretched sheath. Device evaluation did not indicate any evidence of a product quality deficiency. Stretching of the sheath can be influenced by, but is not limited to, manufacturing, anatomical conditions and user technique. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Regarding anatomical conditions, it was indicated that the target vessel was moderately calcified; which is not consistent with the starclose se instructions for use (fu). The IFU state: do not deploy the clip in areas of calcified plaque. A tight tissue tract (a 5 to 7mm skin incision had not been made at the beginning of the procedure) can result in the tubeset not sliding easily within the sheath, and tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, the sheath elongates, which can cause interference with clip deployment. However, information regarding performance of the skin incision was not provided in this case. Based on the investigation findings, reported information and manufacturing inspection criteria, the reported difficulty deploying the thumb advancer was caused by stretching of the sheath. The damaged sheath prevented full device deployment and failure to achieve hemostasis with this device. Therefore, the most probable cause for the reported experience was determined to be related to operational context. Review of the device history record did not reveal any nonconforming material record associated with this lot. A query of the complaint handling database was performed and there have been no similar reported incidents for this lot. There does not appear to be any indication of a lot product quality deficiency.